Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the two segments of lead that were returned was performed. Testing was completed to assess lead electrical performance and outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the results of lead laboratory analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to increasing, in-range impedance measurements. No adverse patient effects were reported